Manufacturer narrative:
H6: adverse event problem (annex c) 4247 - this complaint was not escalated to root cause analysis. (Annex d) 4316 - this complaint was not escalated to root cause analysis.

Event description:
A nail broke during patient use. A revision surgery was conducted and the broken implant was explanted.